Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the bags connected to the homechoice cassette had blown up like a balloon with a lot of air. It was reported that the bag blew up like a balloon but did not burst. This occurred during dwell three of four of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected. During the troubleshooting, renal therapy services (rts) had the hp cycle power and rts advised the hp to drain manually when ready. Proper procedures per the user manual were reviewed by rts. There was no patient injury or medical intervention associated with this event. No additional information is available.